Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Remotely assessed and replacement is being shipped. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the mx40 telemetry device has a speaker malfunction and they need a replacement. The device was not in use on a patient at the time of event, there was no patient involvement.